Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 2/17/2025, a clindex notification was received indicating that a patient listed on the shoulder arthroplasty registry suffered a ruptured subscapularis due to a traumatic fall. The patient underwent revision surgery of the anatomic shoulder replacement to a reverse shoulder arthroplasty on (B)(6) 2023. The event was indicated as unrelated to the eclipse system implanted on (B)(6) 2023. Additional information received on 2/27/2025: on (B)(6) 2023, the patient underwent revision surgery to have an ar-9301-45cpc arthrex eclipse trunion, an ar-9106-02 arthrex univers vaultlock glenoid, an ar-9301-03 arthrex eclipse cage screw large, and an ar-9345-17 arthrex eclipse humeral head removed. After the surgery, the patient is doing well with an eighty-five to ninety percent improvement in symptoms.